Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and chronic epicardial defibrillation patch lead exhibited out-of-range shocking impedance measurements. A painless lead impedance test (plit) was performed; normal measurements were observed. The patient was brought to the catheterization laboratory for lead testing. Both high and low energy shocks were delivered and yielded normal results. A second plit was performed; the results were again within a normal range, however, they varied significantly from the first test. During testing, noise was also observed on the shock channel.